Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for peritonitis. Treatment details were not reported. On an unreported date, dianeal and extraneal therapies were discontinued and the patient was switched to hemodialysis temporarily. At the time of this report, the patient remained hospitalized and the patient&#38112;recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported the patient remained on temporary hemodialysis. At the time of this report, treatment (unspecified) for the peritonitis was ongoing, the patient remained hospitalized and the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.